Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. In addition, the physician believes the death is not due to the stents, it was due to patient condition. The reported patient effects of tachycardia and ischemia are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with chest pain. The procedure was to treat right coronary artery (rca) and the mid to distal left anterior descending artery (lad). The 3.5x38mm xience alpine stent was implanted in the rca, the 3.5x48mm xience xpedition stent and the 4.0x18mm xience xpediton were implanted from the mid to distal lad; however, there was slow flow observed. The slow flow was medically managed. Patient experienced ventricular tachycardia and died in bed. In the physician's opinion the xience stents did not cause nor contribute to patient's death. Patient's death was due to the patient's condition. Clinically significant delay was noted. No additional information was provided.